Event description:
When the stapler mechanism was clamped (not fired), it inadvertently fired about half of the staples. Surgeon wanted to reposition it distally and was unable to do so, and given that it was partially stuck to the tissue that resulted in a tear in the rectum. There was no additional treatment required as the rectum was being resected.